Event description:
This ra lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2012 due to dissatisfied with product. The physician was (B)(6) at (B)(6) in sharon, pa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).